Manufacturer narrative:
No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributer performed a checkout of the equipment and confirmed the reported complaint. The connection of display cable to central processing unit was tightened, and the unit was returned to service.

Event description:
The hospital reported the unit's display was flickering and a ventilation failure was discovered during pre-use checkout. There was no report of patient involvement.